Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: failure of the imaging unit under short circuit condition caused by internal flooding results in loss of images. Electrical contact corrosion results in loss of image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited cable and imaging flooding, corroded electrical contact, scratch on main body lens, cracked connector, damaged cable and picture element failure. There was no patient involvement.